Manufacturer narrative:
H.6. Investigation summary: one sample (model #me5301, lot #23029152) was returned by the customer. It was reported by customer that no flow through extension set. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The sample was unable to be flushed. The complaint can be verified. The sample was further examined under magnification where an occlusion can be observed at the female luer. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After investigation, the potential root cause for occlusion between tubing/female luer could be related to the solvent application and excess of solvent due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. Corrective and preventive actions: the reported failure mode was addressed under the hmo-cef-23017 (B)(4) approved on august 17th, 2023 where the mdgn dispensers will be replaced with medical dispensers to avoid issues in the solvent application as occlusion between components due to problems with the solvent dispensers. Additionally, as part of the follow-up of the pr (B)(4) for the same failure mode, model and assembly, a quality alert was created and communicated on august 25th, 2023 to reinforce the correct use of the mdgn dispensers. A device history record review for model me5301 lot number 23029152 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxguard pressure rated extension set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: material#: me5301, batch#: 23029152 , 22129185. It was reported by customer that no flow through extension set. Verbatim: no flow through extension set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 14jul2023. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 23029152. D4. Medical device expiration date: 08feb2026. H4. Device manufacture date: 08feb2023.

Event description:
It was reported while using bd maxguard pressure rated extension set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: material#: me5301, batch#: 23029152 , 22129185. It was reported by customer that no flow through extension set. Verbatim: no flow through extension set.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22129185. D4. Medical device expiration date: 09dec2025. H4. Device manufacture date: 08dec2022. D4. Medical device lot #: 22069551. D4. Medical device expiration date: 24jun2027. H4. Device manufacture date: 24jun2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard pressure rated extension set there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: material#: me5301 batch#: 23029152 , 22129185. It was reported by customer that no flow through extension set. Verbatim: no flow through extension set.